Event description:
Surgeon attached cs29 dlu. Upon firing there was a slow grinding noise followed by "firing sequence incomplete" and "firing sequence failed, use manual release" messages. Manual release was used to separate cartridge and anvil. Proximal and distal tissue were damaged, resected and procedure completed with competitive device.